Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and inspected the machine cover for physical damage. The stm found an slight indentation where the handle secures onto the back cover. The cover was order to be replaced to avoid further damage. The stm returned at a later date with the cover and it was replaced. Machine passed all calibrations, functional, and safety tests to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during inspection of the cardiosave intra-aortic balloon pump (iabp), the cover was damaged on back handle. There was no patient involvement, and no adverse event reported.